Manufacturer narrative:
Pump unable to prime during prime/delivery test and motor error alarm during basic occlusion test due to faulty forced sensor resistor (gold). Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a priming error. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.